Manufacturer narrative:
Implant date is estimated to have occurred in 2013.

Event description:
Following an MRI, it was noted the device was in back up mode. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming was attempted, however, the telemetry connection was lost and the device was unable to be reprogrammed. Technical support recommended device replacement. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of backup operation and interrogation problem was confirmed in the lab. Analysis of device image found the device went into backup mode due to power on reset (por). Power on reset occurred due to the device not being configured to MRI mode when exposed to MRI. Prior to MRI, the battery voltage and fuel gauge measurements were normal. Lack of communication was due to a depleted battery. The battery was depleted due to high current consumption after MRI. Manufacturing investigation was performed for high current. The hybrid investigation indicated high current was due to electrical over stress (eos) that occurred in the substrate.